Event description:
Verbatim: "peritonitis . Catheter removed-infection resolved-catheter replaced: 1. Catheter removed-infection resolved-catheter not replaced: 3. Infection resolved-catheter not removed: 1. Death: 1 patient was hospitalized for bacterial peritonitis and elected to go hospice care" dematotomy site leakage: 6 (no medical intervention) 1. 1. "Cellulitis: 3 .- 1 resulting from dermatotomy site leakage" . "Groin/testicular pain: 2 . (Grade c/resolved after catheter removed)". "Catheter dislodgement .- 1 resulting in dermatotomy site leakage. - 1 resulting in peritonitis (noted above/catheter removed-infection resolved-catheter replaced)". Obstruction: 2 . "Study: de gottardi infection-secondary to bowel perforation: 2 iatrogenic percutaneous infection of the ascitis : 1 bleeding-secondary to hematoma: 2 intraperitoneal bleeding: 3 (2 of which which resulted in death)" minor: leakage at puncture site: 1 . "Cited study: wong . Infection: 15". "Cited study: solbach bacterial peritontis: 2".

Manufacturer narrative:
(B)(4). Supplemental MDR device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. The record was opened after evaluation of a literature review performed for the creation of the clinical evaluation report for the pluerx catheter. The literature was evaluated for malfunctions, serious injuries and deaths. No product code or batch information was identified to aide in the investigation. The rmf-0006-is system hazard analysis is rev 18 was reviewed and the associated patient outcome is identified in multiple areas of the rmf document. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a24. Patient problem code: f24.

Event description:
Verbatim: "peritonitis catheter removed-infection resolved-catheter replaced: 1. Catheter removed-infection resolved-catheter not replaced: 3. Infection resolved-catheter not removed: 1. Death: 1 patient was hospitalized for bacterial peritonitis and elected to go hospice care" dematotomy site leakage: 6 (no medical intervention). "Cellulitis: 3. 1 resulting from dermatotomy site leakage." "Groin/testicular pain: 2 (grade c/resolved after catheter removed)." "Catheter dislodgement: 1 resulting in dermatotomy site leakage, 1 resulting in peritonitis (noted above/catheter removed-infection resolved-catheter replaced)." Obstruction: 2. "Study: de gottardi. Infection-secondary to bowel perforation: 2. Iatrogenic percutaneous infection of the ascitis : 1. Bleeding-secondary to hematoma: 2. Intraperitoneal bleeding: 3 (2 of which resulted in death)." Minor: leakage at puncture site: 1. "Cited study: wong. Infection: 15." "Cited study: solbach. Bacterial peritontis: 2."